Event description:
A patient was in the ep, electrophysiology, lab for ablation. They were trying to pace the heart and were unable to pace through the ep med system stimulator. The review screen, keyboard and mouse were locked up. The system had to be shutdown and restarted. All the recording of the ablation burns already done, was lost. Follow up reveals: vendor replaced parts and the cause of the lock up is still unknown. The local vendor will sit in on cases and witness duplicated problem, if occurs. It was discovered that the keypad control still works when the keyboard locks up.